Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's housing to have laser mark issue. Additional investigation was performed on the instrument and failure analysis investigation found the instrument's main tube exhibited glue like substance at the distal end of the instrument. The customer reported complaint does not in itself constitute a MDR reportable event; however, the glue like substance at the distal end of the instrument found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, there was cosmetic damage on the housing of the tip-up fenestrated grasper instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.